Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and the system was activated by a nalu representative on (B)(6) 2024. On (B)(6) 2024 the firm was notified that the surgical incision on the calf area had become infected and a full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
There was no indication of any incisional issues during the system activation on (B)(6) 2024 and the firm is unaware of any lab results confirming presence or type of infection. The firm was not given sufficient notification and thus no representative was able to be present at the explant procedure. Infection is a known inherent risk of invasive procedures.